Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, and no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an unknown procedure using variable angle handset. During the procedure, while surgeon was using a drill bit through a locking plate (va handset) on a proximal phalanxe, the drill bit broke. The fragment was removed. The surgeon retrieved the fragment and the surgery was completed successfully with a five (5) minute surgical delay. The patient's status is unknown. Concomitant device reported: unknown 1.3 locking plate (part#: unknown, lot#: unknown, quantity: 1) this complaint involves one (1) device. This report is for (1) 1.0mm drill bit/k-wire attchmt for threaded hole/75mm this report is 1 of 1 (B)(4).